Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, the clip attached to the tissue and deployed successfully. The procedure was completed with the device and the patient's condition following the procedure was reported to be fine. After being discharged from the hospital, the patient reported pain and had black stool. Another colonoscopy procedure was performed on (B)(6) 2015, and it was noted that the resolution clip device was no longer in place and was missing from the clipped site.&#1288;e site was bleeding, so the physician placed another clip to resolve the bleed. There were no patient complications reported following the placement of the second clip. The patient's condition following the second procedure was reported to be stable.